Event description:
In a journal article describing a series of 157 pts with inferior retinal detachments managed with primary 25-gauge pars plana vitrectomy (ppv), 2 to 3 weeks (medium-term) of postoperative perfluoro-octane (pfo) tamponade, and upright positioning followed by secondary ppv and pfo removal; the investigator reported that some pts experienced a granulomatous inflammatory reaction and some pts experienced persistent intraocular pressure (iop) elevation. Pts who experienced inflammation received topical and/or periocular corticosteroid therapy. Some pts who experienced persistent iop elevation progressed to filtering surgery. Per the product labeling, perfluoro-n-octane must be completely removed at the end of the surgical procedure.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).